Event description:
It was reported that the shock lead impedance (sli) measurement of this right ventricular (rv) lead was greater than 200 ohms and the pacing lead impedance measurement was 2577 ohms, which were both out-of-range. During a lead revision procedure, it was found that the patient was occluded so the procedure could not be completed. A commanded shock test was performed which produced a code 1005 indicating an open circuit condition. Technical services (ts) noted that this was expected for this test when there was out-of-range sli. It was noted that a chest x-ray was performed which confirmed a lead fracture around the patient's clavicle. The lead revision was scheduled to be completed at a different facility. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service.